Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. This lead remains implanted at this time.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information was received that this lead was explanted due to the ongoing infection issue. No additional adverse patient effects were reported.